Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve could not be reprogrammed after implantation and the device was revised. The valve was implanted to the patient with setting 170mmh2o in 2015. It was reported that the valve was not able to be reprogrammed with a neodymium. Revision surgery was performed. The surgeon commented that because the valve cam was tangled or solidified in some way, it was impossible to change the pressure. There was no report of adverse events for the patient. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received that corrected the patient's age. This report has been updated to reflect the corrected information.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested without issue. The valve was then pressure tested and passed. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.